Event description:
Information was received indicating that the cuff to a smiths medical portex endotracheal tube did not inflate. There were no reported adverse patient effects.

Manufacturer narrative:
Investigation completed on a smiths medical intubation/portex endotracheal tubes. Complaint of tube leaking was confirmed. Evaluation was done on p/n 100/110/075 l/n 3821748. Visual inspection revealed no abnormalities at the distance of 12 to 16. When functional testing was done by inflating balloon with syringe and submerging in water the leakage was coming out of a small tear in the cuff. Pictures were provided. Engineering process reviewed and manufacturing, which revealed device passed all testing prior to release of product as the manufacturing revealed 100% pass all forms of pre testing. The theory of leak is believed to occur after leaving manufacturing and occurred with undetected sharp edges prior to patient placement.

Event description:
Investigation completed and summarized in h 10.